Event description:
It was reported that a patient under a sling procedure on (B)(6) 2010. Prior to this procedure the patient had a bs advantage sling implanted on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. She continues to experience neurogenic bladder, voiding dysfunction, bleeding and pelvic pain. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2010 due to urinary incontinence with prolapse, persistent urinary retention and voiding dysfunction. It was reported that following insertion the patient experienced severe pain, erosion, extrusion, infection, urinary problems, persistent leaking, bleeding, and recurrence of chronic revisions, neuromuscular problems, anxiety, depression and vaginal scarring at urethral site. It was reported that on(B)(6) 2010, (B)(6) 2011, the patient underwent revision of mesh (which pulled loose from obturator internus muscle), urethrolysis and revision of suburethral sling with mesh, excision of mid portion of retropubic mesh with granulomatous area under symphis pubis area, bilateral percutaneous nerve evaluation, bilateral lead placement, interstim neurostimulator implant with lead electrode placement, and then explantation of interstim. The reasons for the above procedures are: recurrent stress urinary incontinence, persistent urinary retention, voiding dysfunction, voiding dysfunction need for catheterization, neurogenic bladder, urinary retention, refractory urinary retention, and non functioning interstim device. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-02046. The same patient is represented in each medwatch.